Event description:
Customer reported no reactivity with a patient sample with a previous history of anti-jka and anti-c. Customer sent sample to reference lab. Reference lab confirmed the anti-c, however the anti-jka was not confirmed. The lab reported an additional nonspecific antibody. The sample drawn on (B)(6) 2012 was later tested by the customer with vss464; reactivity was observed with cell 2 (1+).

Manufacturer narrative:
Retained testing and batch record review were satisfactory. (B)(4).